Event description:
Product became stuck in sheath during prep unable to push forward. No patient harm occurred another size coil was opened to complete case. Vendor notified. Manufacturer response for detachable coil system, embold (per site reporter).